Event description:
As reported: "pt. Presented with a draining surgical wound following a right hemi done "some time ago." Explanted items were identified by visible-markings, stem was left in-situ." Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision involving a other hip head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection, functional, dimensional and material analysis of device could not performed as no device was returned medical records evaluation: no medical reports were available for review device history review: not performed as the lot number is unknown. Complaint history review: not performed as the lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name#: unitrax v40 sleeve +0mm (std); cat#: 6942-6-065; lot#: unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.